Manufacturer narrative:
Product event summary: at analysis, the stated reason for return that the device would power up but that parameters could not be seen was not confirmed. However it was noted that the output connector assembly was broken, the display wire and battery wire insulation were pinched but not compromised, it was in need of the new battery shorting bar design, the main printed circuit board had a small piece of polymide film stuck to it, the keyboard was scratched and the battery drawer stuck. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator would power up but that the parameters could not be seen, even when a new battery was tried. It was further reported that there were no outputs in either the ventricular or the atrial. The generator was returned for service. There was no patient involvement.